Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 failed. A field service engineer (fse) found liquid inside the drawer and cleaned the spill from tray and cubie pockets to resolve the issue and tested in diagnostic without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers did not open and required maintenance. The customer tried to reboot, but the problem was not resolved. The customer stated that this malfunction occurred while dispensing medications to the patient, caused a delay to the patient care and the user managed to get medications from the pharmacy. However, there were no adverse events or injuries reported based on this incident.